Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: our evaluation of the photos provided confirmed the report. The photos show a retained portion of the red activation knob remaining seated around the regulator in the handle. The other portion of the red activation knob was not visible. The white handle does not appear to have broken open based on the photos provided. The bottom of the regulator is visible and the lance is missing; however, it is unclear what, if any, other components remain retained within the regulator (small metal ball-bearing, spring, black o-ring, and white o-ring). The device is shown with the on/off switch in the "on" position laid in the open tray with both catheters. A catheter is attached to the device nozzle and appears to contain a red substance within. Finally, a picture of a phone was included showing the screen protector which was alleged to have been cracked during this event. Photos including the co2 cartridge and foam were not provided. A photo of the lot number was not provided. Additionally, 4 sealed devices from 4 different lots were returned. Sealed device #1 (lot #w4859528): the device tray was opened, all expected components were present and intact upon opening (2 catheters, 1 handle with activation knob inserted in the handle, but not activated). The intact red activation knob was removed from the handle for inspection, the unpunctured co2 cartridge and foam were noted to be present and intact at this time. The activation knob was backlit to observe any nonconformities in the material; however, no cracks were noted around the circumference of the activation knob near where the internal threading ends. The activation knob is marked as being formed with core pin #1. The regulator was intact with the lance and black o-ring positioned appropriately. The lance appeared to be beveled. The inspection of the co2 cartridge and lance confirms the device was of the current design. Sealed device #2 (lot #w4862276): the device tray was opened, all expected components were present and intact upon opening (2 catheters, 1 handle with activation knob inserted in the handle, but not activated). The intact red activation knob was removed from the handle for inspection, the unpunctured co2 cartridge and foam were noted to be present and intact at this time. The activation knob was backlit to observe any nonconformities in the material; however, no cracks were noted around the circumference of the activation knob near where the internal threading ends. The activation knob is marked as being formed with core pin #2. The regulator was intact with the lance and black o-ring positioned appropriately. The lance appeared to be beveled. The inspection of the co2 cartridge and lance confirms the device was of the current design. Sealed device #3 (lot #w4855272): the device tray was opened, all expected components were present and intact upon opening (2 catheters, 1 handle with activation knob inserted in the handle, but not activated). The intact red activation knob was removed from the handle for inspection, the unpunctured co2 cartridge and foam were noted to be present and intact at this time. The activation knob was backlit to observe any nonconformities in the material; however, no cracks were noted around the circumference of the activation knob near where the internal threading ends. The activation knob is marked as being formed with core pin #2. The regulator was intact with the lance and black o-ring positioned appropriately. The lance appeared to be beveled. The inspection of the co2 cartridge and lance confirms the device was of the current design. Sealed device #4 (lot #w4855697): the device tray was opened, all expected components were present and intact upon opening (2 catheters, 1 handle with activation knob inserted in the handle, but not activated). The intact red activation knob was removed from the handle for inspection, the unpunctured co2 cartridge and foam were noted to be present and intact at this time. The activation knob was backlit to observe any nonconformities in the material; however, no cracks were noted around the circumference of the activation knob near where the internal threading ends. The activation knob is marked as being formed with core pin #2. The regulator was intact with the lance and black o-ring positioned appropriately. The lance appeared to be beveled. The inspection of the co2 cartridge and lance confirms the device was of the current design. Prior to use device and sealed devices #1, #3, #4: the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot # is within the scope of field action recall 066-r or 067-r. Sealed device #2: the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. The activation knob has cracked around the threaded area where it was secured to the regulator during activation. A field action (reference field action 066-r and 067-r) has been initiated for activation knob nonconformance resulting in breakage; the reported lot, w4856895, is within the scope of this action. The 4 returned sealed devices were reviewed, none of which showed evidence of cracking at the internal threading of the activation knob. A supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Continued: section g: 510k: k200972. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that the tech was "injured" during device activation. The c02 [carbon dioxide] cartridge exited the red activation knob hitting the technician¿s phone and stomach simultaneously. The cartridge then ricocheted off of her body and across the room. Due to the impact, the tech was sent to employee health the next morning. There was no serious injury. The department will not release the device to cook but photos of the device were obtained. The screen protector of the phone is cracked. This report is being sent as an adverse event/serious injury due to the patient's need for intervention of a different hemostasis modality. There was no required intervention to preclude a serious injury to the technician due to the projectile co2 cartridge. A section of the device did not remain inside the patient¿s body. The patient had delayed treatment of bleeding because they had to wait for a nurse to bring them purastat to treat the bleed. Patient was treated, according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.